Event description:
The customer returned an additional 250ml viaflex empty container to baxter (B)(4) and during evaluation it was found to be leaking. Patient involvement is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample did not pass the pressure test at 8psi and an open seal was observed in the bag. A batch review was performed and no deviations were noted. This issue is being investigated through CAPA. This device is preamendment; therefore, it does not contain a us 510k number.